Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Patient weight has been updated to the record.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturing report number: 1627487-2020-02975. Related manufacturing report number: 1627487-2020-02976. It was reported that the patient's scs system was explanted due to uncomfortable stimulation. The patient reported that the scs system caused spasms, stomach pain, and was overall painful.